Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out of range shock impedance. A lead fracture was suspected. It was also reported that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). The old system was surgically abandoned and replaced with a new pectoral implant. The defibrillation lead was evaluated under fluoroscopy, but no fracture could be visualized. There were no reported patient symptoms associated with this clinical observation.